Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found that full height drawer on the main unit was unable to detect closure due to a missing latch magnet. The latch bolt was removed and replaced with an upgraded magnet part. Everything was tested in a hardware test application to ensure its functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a main drawer 6 failed to open. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.